Event description:
The reporter stated that the end-user was at work in a hospital when the back spline bolt broke. The end-user fell off the chair and onto the ground. The end-user did not sustain any injuries of any kind.

Manufacturer narrative:
Will evaluate once this item is returned to the MFR.